Manufacturer narrative:
Follow up report 1 (device evaluation): the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited difficulties to interrogate. Technical services (ts) was consulted and recommended verifying the magnet response and whether device tones were present. The field representative confirmed that alternating high and low tones were heard. Ts explained that this pattern typically indicates capacitor charging, but suspected that another issue may have occurred. As a result, ts recommended urgent device replacement. No adverse patient effects were reported. This ICD remains in service. Additional information was received that this ICD was received by our post market quality assurance laboratory, so there is enough evidence that suggests that a revision procedure was performed to explant this device. No additional adverse patient effects were reported outside the revision procedure. Additional information was provided that this device was replaced with a non-boston scientific device and no issues were reported for this device. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited difficulties to interrogate. Technical services (ts) was consulted and recommended verifying the magnet response and whether device tones were present. The field representative confirmed that alternating high and low tones were heard. Ts explained that this pattern typically indicates capacitor charging, but suspected that another issue may have occurred. As a result, ts recommended urgent device replacement. No adverse patient effects were reported. This ICD remains in service. Additional information was received that this ICD was received by our post market quality assurance laboratory, so there is enough evidence that suggests that a revision procedure was performed to explant this device. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited difficulties to interrogate. Technical services (ts) was consulted and recommended verifying the magnet response and whether device tones were present. The field representative confirmed that alternating high and low tones were heard. Ts explained that this pattern typically indicates capacitor charging, but suspected that another issue may have occurred. As a result, ts recommended urgent device replacement. No adverse patient effects were reported. This ICD remains in service.